Event description:
The complaint is reported as "kinking of guidewire during insertion". No patient harm reported. A second attempt was successful. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Manufacturer narrative:
(B)(4). The customer returned multiple components of a cvc set, including a 3-l catheter, arrow raulerson syringe, catheter/rw introducer needle assembly, and product lidstock. Signs of use were observed in the extension lines in the form of biomaterial. The spring wire guide (swg) was not returned. Visual examination of the returned components did not reveal and defects or anomalies. The returned catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." A lab inventory swg was able to be inserted into the returned catheter with minimal resistance. Functional inspection of the actual swg could not occur as the swg was not returned. A device history record review was performed, and no relevant findings were found. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The complaint of a kinked swg could not be confirmed by a complaint investigation of the returned sample. The swg was not returned for evaluation. A device history record review was performed, and no relevant findings were found. Without the swg to evaluate, a root cause could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as "kinking of guidewire during insertion". No patient harm reported. A second attempt was successful. The patient's condition is reported as fine.

Event description:
The complaint is reported as "kinking of guidewire during insertion". No patient harm reported. A second attempt was successful. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.